Manufacturer narrative:
(B)(4).

Event description:
The pt experienced numbness in her legs and pain and soreness in her left buttock when her stimulation was turned on. She stated that her right leg was so numb that she "can hardly walk." The pt believed her neurostimulator had shifted 2.5 to 3 inches down. Additional information has been requested, a follow-up report will be sent if additional information becomes available.